Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested but not available. (B)(4). Also was involved (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration and occlusion of device or native vessel. According to the IFU, read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Warnings: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Incorrect deployment or migration of the endoprosthesis may require surgical intervention.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, two aortic extender components (pla2603001j/(B)(4) and pla260300j/(B)(4) ) were placed in the proximal part of the trunck-ipsilateral leg component. The proximal portion of the aortic extender components were placed just below the left renal artery. When ballooning was performed to secure the stent grafts, the proximal aortic extender component migrated proximally resulting in covering the left renal artery. (It is not known which device - pla2603001j/(B)(4) or pla260300j/(B)(4) migrated.) The physician inserted a guiding sheath into a position between the aortic wall and the proximal aortic extender component which is above the left renal artery. Then ballooning was performed in the position. Moreover, the physician attempted to cannulate the left renal artery. However, it was not successful. The procedure was completed without further treatment since blood flow to the left renal artery was observed through the gap between the aortic wall and the proximal aortic extender component. It was reported that the migration was caused due to the inadequate overlap length between the trunck-ipsilateral leg component and the aortic extender components. No further information was available.